Manufacturer narrative:
Unit received with cracked and detached end cap. No cracked lcd window noted. (B)(4).

Event description:
The customer¿s mother reported via phone call that the insulin pump had crack on front area. The customer¿s blood glucose level was 354 mg/dl at the time of incident. The customer reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.